Event description:
When the physician attempted to deploy the stent into a lesion located in the vertebral artery, the balloon would not inflate and the stent could not be deployed. The pt was a male (age unk). The vessel was not tortuous but a stenosis of 95% was present. There was no difficulty accessing the lesion with a guidewire. The stent delivery system (sds) was properly inspected and prepped prior to insertion and no anomalies were noted. The sds behaved normally when being advanced to the lesion, and there was no crossing the lesion with the sds. Upon inflation of the balloon of the sds with an indeflator, the balloon did not inflate. Therefore, the device was carefully removed from the pt. The physician attempted to re-inflate the balloon outside the pt, however, again it would not inflate. Subsequently, another stent was deployed at the lesion and the procedure was successfully completed. There was no reported injury to the pt.

Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states palmaz balloon expandable stents and the reported event meets reportability criteria for a malfunction type of reportable event. It was reported that the balloon did not inflate. The intended procedure was stenting of the vertebral artery. It is unk if the vessel was calcified, but there was no tortuosity. The lesion was 95% stenosed. The lesion was wired without difficulty. The palmaz stent delivery system (sds) was prepped according to the instructions for use. No anomalies were noted. The sds was advanced and crossed the lesion without difficulty. An attempt to inflate the balloon (deploy the stent) was made with an indeflator, however, the balloon would not inflate. The sds was removed and still would not inflate outside the pt. The stent remained intact, on the balloon. The product was not returned to cordis for analysis. In this case, this is not enough info to draw a conclusion as to what caused the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly parts and this review confirmed that subassemblies met all requirements per the applicable mqp as well.